Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/16/2017 with the following findings: the keypad was torn near the up arrow button; the up arrow button was over-responsive, but the rest of the buttons responded properly. The keypad was removed and the up arrow button contact was found to be inverted. The battery compartment was cracked and the display was found to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow button was over-responsive, the battery compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on 02/16/2017.